Manufacturer narrative:
H6: investigation summary: the complaint of false positive with the certest sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number ct1452. Multiple reagent cases were opened for these false results. The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. Both reader were replaced and normalized on june 30, 2020. No parts or materials were replaced or returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. The customer did not provide information regarding confirmatory testing or the release of results. There was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. The customer did not provide information regarding confirmatory testing or the release of results. There was no report of patient impact.